Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had a bipolar energy issue with bovie instrument. The customer replaced the energy cable with no success. The customer elected to use a different vision side cart (vsc). The procedure was completed robotically with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer complaint of intermittent issues with bipolar energy firing was confirmed based on field evaluation that audible beep was present but no energy activation. The fse replaced the integrated electro surgical unit (iesu) erbe due to intermittent bipolar firing issues. The system was tested and verified as ready for use. Isi received the integrated electro surgical unit (iesu) erbe involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce nor confirm the customer reported complaint. The unit was returned for failure analysis, but the reported failure could not be reproduced during investigation. The unit was placed on an in-house system and test was performed using the same instruments, but failure could not be replicated. The unit energized as well as cauterized and all ports recognized the instruments. No issues or abnormalities occurred. The complaint of intermittent issues with bipolar energy firing was not confirmed by failure analysis.